Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2016 with the following findings: during investigation, the battery compartment was found to be cracked. Additionally, the display appeared dim and discolored. Unrelated to this issue, the audio bolus button cover was found to be missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack as well as a dim and discolored display. This report is made based on results of investigation completed on (B)(6) 2016.